Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Patient was implanted with distal femoral nail on (B)(6) 2007 and suffered a fall resulting in a trochanteric fracture at the end of the nail. Patient was returned to or on (B)(6) 2012, for removal of the nail, two (2) distal screws, and one (1) proximal screw. During the removal process it is reported the screwdriver handle broke. Surgeon used a different screwdriver to complete the procedure with no further problem, no harm to patient. Patient was revised to competitor hard ware. The implant procedure cannot be verified that it was done at the original explant facility.